Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(6) affiliate, during deployment of a 23 mm sapien 3 valve the balloon ruptured. The delivery system was retrieved and a new balloon catheter was used to completely deploy the valve. Per medical opinion, "the annulus was calcified but calcification did not play a definite role in the rupture."

Manufacturer narrative:
The delivery system was returned to edwards for evaluation. Visual inspection of the returned catheter revealed a cut/tear on the crimped balloon proximal to the triple marker band; however, the inflation balloon was intact with no damages or tears. No other visual defects or abnormalities observed on the crimped balloon or the rest of the delivery system. No other abnormalities were noted on the device. Functional testing of the crimped balloon revealed a leak from a cut/tear during delivery system balloon inflation. Dimensional analysis of the balloon found the balloon wall thickness met specifications. The complaint for delivery system leakage was confirmed. However, no manufacturing non-conformances were identified based upon device manufacturing mitigations and returned device dimensional analysis. It is unlikely that the delivery system left the manufacturing site with the observed damage on the balloon as the devices are 100% leak tested and visually inspected. Complaint history review indicates that other similar complaints have been caused during removal of the balloon cover. However, in such cases, the issue is detected when the device is being de-aired. There were no issues with device de-airing reported which indicates that the damage may have occurred during use of the device. In this case, engineering is unable to determine the exact root cause of the complaint. However, complaint information provided indicates that the access vessel contained mild calcification and medium annulus calcium. Calcification in contact with the crimp balloon surface can lead to weakening of the balloon material. Thus, it is possible that the damage during valve deployment was due to patient factors (calcification). In this case, balloon leakage may have occurred as a result from patient factors. No manufacturing non-conformities or labeling/IFU inadequacies were identified. There is insufficient information to determine the root cause. Review of complaint history for may 2016 revealed that the occurrence rate did not exceed the control limits for this failure mode. Therefore, no corrective or preventive action is required.